Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the cartridge at the shroud. Subsequently, the customer experienced a blood glucose level of 675 mg/dl and an unknown level of ketones. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, magnesium, potassium and additional unknown intravenous medicine. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved; however customer had to have gallbladder removed. Reportedly, the customer was able to load a new cartridge and successfully resume insulin delivery. System check with tandem technical support showed the pump was functioning as intended.